Event description:
It was reported that a needle broke during a biopsy of a lytic bone lesion. The tissue was solid and dense. The needle broke at the junction between the threaded and nonthreader portion of the tip and the doctor was able to remove it from patient. No damage to the needle tip was observed prior to insertion. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown.